Manufacturer narrative:
The reported events were r-wave amp variation, sensing anomaly and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. X-ray examination found the inner coil inside the connector region was over torqued consistent with procedural damage the cause of helix mechanism issue was isolated to over torqued inner coil and helix being stretched and clogged with blood/tissue. The reported events of r-wave amplitude variation and sensing anomaly were not confirmed. Electrical testing was normal.

Event description:
It was reported that the patient presented to a scheduled procedure. During the procedure, the right ventricular lead exhibited low r-waves and intermittent under sensing. The physician was unable to re-position the lead as the helix would not extend. The lead was not used, and a new lead was implanted. The patient condition was stable.